Manufacturer narrative:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. The product has been requested for investigation. A follow up report will be submitted if the meter is returned. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported that the unit of measurement on her freestyle flash was incorrect and giving readings in decimal points, which suggests the memory overwrite malfunction has occurred. The customer reported experiencing shakiness and headaches and self-treating with orange juice and sherbert ice cream to help counteract her symptoms. No third-party medical intervention was reported. There was no report of death or permanent impairment in this case.